Manufacturer narrative:
G4: 09oct2019. B4: 09oct2019. There was also a backup alarm failure. The power management printed circuit board was replaced to address the backup alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of events: (B)(6). Date of report: 16aug2019. The manufacturer's field service engineer (fse) was unable to power on the unit during troubleshooting. The battery was not recognized and could not be charged. The fse replaced the battery and the issue was resolved.

Event description:
The manufacturer's field service engineer (fse) encountered a battery failure while performing an analysis on the unit. There was no patient involvement.